Event description:
Boston scientific received information a latitude red alert was recorded for this implantable cardioverter defibrillator (ICD). The device had entered safety mode. The patient was subsequently seen for a device change out procedure where the device was explanted and replaced. The device was returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. A location storing data had been altered, which resulted in reversion to safety mode. The cause of the memory inconsistency was not able to be determined through laboratory testing.